Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. An examination was performed, and backflow condition not confirmed. Device's fillport cap was removed, no evidence of leak or backflow was noted at the fillport. The condition was not confirmed, therefore no root cause could be identified. A batch review has been performed and there were no non-conformances related to the reported condition

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device was observed backflowing at the fill port during priming. According to the report, the device was filled with normal saline. There was no patient involvement. No additional information is available.